Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy. Surgical intervention was undertaken on (B)(6) 2026 and the lead was repositioned.